Manufacturer narrative:
The reported glidescope titanium lopro t3 reusable was not returned to verathon for evaluation, but instead verathon received a glidescope core 10-inch monitor and a glidescope core video cable used with the glidescope titanium lopro t3 reusable during the procedure. A verathon technical service representative evaluated the returned devices but was unable to confirm the original reported image issue. The verathon technical service representative upon observation found that one end of the glidescope core video cable was completely broken off. The broken end of the cable was found stuck inside "port-b" of the glidescope core 10-inch monitor. The verathon technical service representative removed the broken piece from the monitor port and evaluated the monitor for the original reported image issue. When connecting the customer's glidescope core 10-inch monitor to known, good, test equipment, the monitor was found to be working as expected. The camera image quality test was performed and passed for the glidescope core 10-inch monitor. The verathon technical service representative confirmed the glidescope core 10-inch monitor was functioning as intended. Verathon was unable to evaluate the reported glidescope titanium lopro t3 reusable due to it not being returned for evaluation. Upon completion of the evaluation the customer's glidescope core video cable was scrapped, and the customer was provided a replacement due to no repairs being available for the cable. The replacement glidescope core video cable and glidescope core 10-inch monitor were returned back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable, the image on the monitor screen was cutting in-and-out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.